Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer has had high blood glucose levels (more than 300 mg/dl). When the parents removed the cannula, they noticed a leakage between soft needle and self-adhesive. From (B)(6) 2015, the customer had stationary treatment; insulin via infusion. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.